Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported physical resistance / sticking (dc handle - advancement) appears to be due to patient anatomy. The reported tissue injury appears to be due to procedural conditions. The cause of the reported ms cannot be determined. Additionally, the reported patient effects of tissue injury and mitral stenosis are listed in the instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, and posterior mitral annular calcification (mac) with transition to thin mobile posterior leaflet. A mitraclip nt was advanced to the mitral valve, and after a single grasp on the posterior leaflet, a high-pressure gradient was observed, and a leaflet perforation was observed. The leaflets were un-grasped due to residual mr lateral to the clip and high-pressure gradient. Troubleshooting was performed but was not successful. Therefore, the clip and the steerable guide catheter were removed from the patient. The procedure was completed with no clips implanted. The mr remained at grade 4+. The patient was transferred for transcatheter replacement. No additional information was provided.